Manufacturer narrative:
Batch review performed on 14-feb-2020: lot 183058: (B)(4) items manufactured and released on 02-jul-2018. Expiration date: 06-18-2023. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with one similar reported event. Another implants involved: gmk-sphere 02.07.1204r tibial tray fixed cemented size 4 r (k090988) lot. 1810474. Batch reviews performed on 14-feb-2020: lot 1810474: (B)(4) items manufactured and released on 06-mar-2019. Expiration date: 2024-02-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with one similar reported event. Another implants involved: gmk-sphere 02.12.0024r femoral component sphere cemented size 4+ r (k140826) lot. 183461. Batch reviews performed on 14-feb-2020: lot 183461: (B)(4) items manufactured and released on 30-aug-2018. Expiration date: 20.08.2023. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with one similar reported event. Another implants involved: gmk-sphere 02.07.f11066 primary extension stem ø11mm / l 65 mm (k090988) lot. 1900598. Batch reviews performed on 14-feb-2020: lot 1900598: (B)(4) items manufactured and released on 14-may-2019. Expiration date: 01.05.2024. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with one similar reported event. Another implants involved:gmk-sphere 02.07.0034rp patella resurfacing size 2 (k090988) lot. 1903586. Batch reviews performed on 14-feb-2020: lot 1903586: (B)(4) items manufactured and released on 03-jul-2019. Expiration date: 16.06.2024. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with one similar reported event.

Event description:
The patient came in due to signs of an infection 3 months after the primary, the pathogen is unknown. The surgeon removed all components and implanted an antibiotic spacer. The surgery was completed successfully.